Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information that this device and right atrial (ra) lead exhibited noise oversensing which led to the device initiating unnecessary mode switches from atrial tracking to non-tracking mode. Boston scientific technical services (ts) was contacted for assistance and discussed that the noise appeared to be due to minute ventilation signal oversensing and could also be indicative of a lead insulation breach. The patient was symptomatic with mode switches. It was found that the mode switch lower rate limit was set to 120 beats per minute. The minute ventilation feature was turned off and the device sensitivity was changed. Additionally, the device and right atrial (ra) lead exhibited out-of-range pace impedance measurements. This product remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As the lead was destroyed during extraction, lead return and analysis is not expected. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received indicates that the physician suspected there was insulation damage on the lead. However, no damage was visualized at the revision procedure. The lead was destroyed during a difficult extraction. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Additional information received indicates that the device and right atrial (ra) lead exhibited low p-wave measurements and undersensing. Subsequently, the ra lead was explanted and replaced. The device and right ventricular (rv) lead were also explanted due to an upgrade to an MRI-compatible system. No additional adverse patient effects were reported.